Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the range of 400 mg/dl. The customer treated high blood glucose with insulin pump. The customer reported that insulin pump was under delivering and had unexplained no delivery alarms several times, buttons were not always responsive, diminished battery life, failed to notify low reservoir alarm. The customer declined troubleshooting. The devices will not be returned for analysis.